Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level ranging from 47 mg/dl to 552 mg/dl. The customer was treated with intravenous insulin and saline. At the time of the report with tandem technical support (cts) the customer was still admitted to the hospital. Cause of high bg was unknown, cts performed a pump system check and found the pump was performing as intended. During system check, cts found that the customer had delivered too large of a bolus which was the cause of low bg levels. Although requested, the customer did not upload pump data logs for cts to perform a log review. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Root cause: use error. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.